Event description:
Biomedical technician reported an althin-baxter system 1000 hemodialysis device removed more weight than intended during a patient treatment. There was no alarm indicated. Clotting of the extracorporeal circuit was observed and the patient lost an additional 2 kg over the programmed fluid removal. The pt was given saline and then fully recovered.